Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error and unable to clear alarm. The customer's blood glucose was 262mg/dl. Customer treated with backup plan. Customer stated the button error occurred right after the pump was exposed to moisture. Caller stated the he was in the rain and insulin pump got wet. Advised customer to revert to backup plan.